Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received air bubble in the reservoir. Customer's blood glucose value was 315 mg/dl at the time of the incident. Air bubbles were not removed successfully. The customer was assisted with troubleshooting. Customer will not return device for analysis.